Event description:
It was reported by a distributor that a female pt, skin type IV, was burned during lightsheer et hair removal treatment. Aesthetician had calibrated treatment head prior to the procedure. Later aesthetician noticed metal collar was missing from tip and found it resting in calibration cradle. Pt saw two drs post-treatment. The first dr prescribed topical ointment. The second doctor prescribed antibiotic keflax and feels pt should heal completely.

Manufacturer narrative:
Service tech found that the metal collar in the beam path potentially contributed to over spec calibration performed by the user facility. This is the first such occurrence, therefore, this failure mode is not part of any available trend.